Event description:
It was reported that the patient's device has been explanted due to an infection of severe allergic reaction. It was indicated that the physician was unsure on how to classify the event. The patient was treated with antibiotics i.v prior to explantation and wound cultures taken yielded negative results. Review of manufacturing records confirmed sterilization for the generator prior to distribution. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.